Event description:
The customer alleged that the unit was leaking disinfectant from the reservoir. There were no reports of injuries. The asp field service engineer (fse) went to the facticity to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse noted that the machine continued to leak a small amount of fluid from the overflow hose intermittently. The fse replaced main circuit board, and inspected water inlet valve. The inlet valve was very clean.